Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent, suprarenal aortic extension and a limb extension on (B)(6) 2014. Upon follow up computed tomography (CT) revealed a type 3b endoleak. The physician elected to perform an angiogram and was not able to confirm the endoleak. The physician decided to proactively reline the graft and the patient is in stable condition.